Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and irritation near the pump tubing. A surgical procedure was performed, during which a capsule was identified surrounding the area. The capsule was taken out, and the area was cleaned. The ipp was subsequently explanted. No device issues were identified. No further patient complications were reported.